Manufacturer narrative:
A steris service technician arrived onsite and found the circuit board and generator board required replacement. The technician replaced the boards, tested the function and operation of the device, confirmed it to be operating to specification, and returned it to service. The circuit board and generator board were returned for evaluation. Evaluation results determined that the power supply within the boards had failed subsequently causing them to short circuit and the reported event to occur. The cause of the power supply failure could not be determined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee observed water to be leaking from the lid of their innowave ultrasonic pcf irrigator. The employee approached the unit, proceeded to open the lid, subsequently causing hot water to contact her. It is unknown at this time whether medical treatment was sought or administered.